Event description:
Caller reported blood glucose results of 9 mg/dl and 190 mg/dl within 10 minutes on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results less than 10 mg/dl being reported as "lo". Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 9 mg/dl and 190 mg/dl within 10 minutes on the compact plus system. The device should report numeric results in the range of 10-600 mg/dl, with results less than 10 mg/dl being reported as "lo". Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.